Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated after rebooting the system multiple times. Each time system booted into application without issue and no input detected error was displayed. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the system displayed an error message for no input detected a minute after registration. Reboots attempted without resolution. When rebooted multiple times, medtronic logo was displayed on the screen but was off-centered and would not recover to splash screen. The surgeon opted to abort navigation as a result of the reported issue. There was no known impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.